Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving notifier that the left ventricular lead had exhibited high impedance. The lead was reprogrammed and remained implanted.